Event description:
No patient involvement: the complainant reported that a display popped up during priming that could not be bypassed. The aic (automated impella controller) was rebooted to resolve the noted issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Data analysis: imc logs revealed that the console (B)(4) had experienced the epm crystal issue, and that the console had then automatically performed steps to mitigate it. When the epm crystal issue occurs, the console is unable to recognize the presence of the pump. This matches the reported complaint. Device analysis: console (B)(4) was sent back fs for further investigation. The reported complaint could not be reproduced. The pump detection issue was confirmed to be due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place. D4: corrected the common device name d9: added the device return information. G1: corrected the manufacturer email address. H3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.